Manufacturer narrative:
Findings: pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 248 mg/dl at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was pool water. The customer also reported that the insulin pump was exposed to fluid in the past with no moisture visible. After exposure to fluid, the customer noticed more or frequent watchdog timeout alarm. Alarm history could not be reviewed due to a keypad anomaly. Troubleshooting for the alarm was performed and its causes were explained. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the buttons were unresponsive. The customer also stated that getting into a pool was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.